Event description:
Explant at implant. Perimount mitral valve was implanted. Echo showed that 1 leaflet is not closing properly, is stiff. This caused an mi grade 4. The explanted valve was examined and there was an anomaly seen in the surface of one leaflet. Valve replaced. As per op report, patient was off hlm when the non functioning leaflet was noticed.

Manufacturer narrative:
Clinical review indicates that the patient was not taken off cardiopulmonary bypass before explant of this device. The operative report was translated from (B)(6) to english and provides the following information to support this statement: it was decided to replace the heart valve. The anterior valve leaflet was removed with subsequent check for residual tissue. The valve ring was measured at 29 mm. A biological c e perimount bioprosthesis was sutured in place with 16 teflon-reinforced u sutures. Tying in the valve was straightforward. Correct valve positioning was checked. The right atrium was closed with a simple continuous suture. The heart was vented through an aortic needle vent. The aortic clamp was released. The heart converted to stable sr. A temporary epicardial pacemaker electrode was sutured to the right atrium and ventricle. The heart was stimulated in atrial mode. Slow withdrawal from the hlm under echocardiographic control. This showed massive insufficiency through the implanted bioprosthesis. There was impaired mobility of one of the three valve leaflets with consequent mi grade IV. It was decided to use the hlm again. The heart was fibrillated again, the aorta was cross-clamped and cardioplegia was given again through the aortic needle vent. Cardioplegia cardiac arrest again. The suture of the left atrium was reopened and the valve was adjusted with a retractor. On manual testing, the greatly impaired mobility of one of the valve leaflets was apparent. The valve was removed and all 16 teflon sutures were retrieved. A biological bioprosthesis 29mm valve was sutured in place with teflon-reinforced sutures. Tying in the valve was straightforward. Correct valve positioning was checked. The right atrium was closed again with a simple continuous suture. Venting of the heart through an aortic needle vent. The aortic clamp was released. After a single defibrillation the heart was converted to stable sinus rhythm. Stimulation of the heart in atrial mode. After prolonged reperfusion, the ecc was ended smoothly after a total reperfusion time of 50 minutes. Removal of the venous and arterial cannulas. Oversewing. Heparin antagonized. Insertion of a redon drain, substernal drain and two chest drains. Haemostasis, check for cessation of bleeding and absence of foreign bodies. Pericardium left open. Sternum closed with wire cerclage. Wound closed in layers. Intracutaneous skin suture. Sterile dressings. The patient was transferred to cardiac surgery intensive care with iabp. Last know status of patient reported as "hospitalized critical". Surgeon did not disassociate the device. No additional information has been provided regarding an update on the patient condition. No discharge summary provided.

Manufacturer narrative:
Evaluation summary: as received, leaflets 2 and 3 exhibited characteristic markings which indicate suture was looped around commissure 3. Suture track and permanent indentations were present on the free margins of leaflets 2 and 3 at commissure 3. These indentations were most likely left by the suture that were tied tightly down and against commissure 3. A nick was also observed on leaflet 1. No other inconsistencies were visually noted or in the x-ray, as the wireform is intact. Method: = x-ray. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: the evaluation of the device confirms that it was suture looped at time of implant. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.

Manufacturer narrative:
Method and conclusion: device evaluation anticipated but not yet begun. The device history record (DHR) review is in progress. The device was received by our facility in (B)(4) and is being reshipped to our facility in the u.s. For evaluation.

Manufacturer narrative:
Echocardiography images were provided and interpreted by an independent consultant. Review states: after the first pump run, there is mild-to-moderate central mr in association with the bioprosthetic (pericardial) mitral valve. The mr is somewhat more than what is normally observed in association with a pericardial bioprosthesis, but is not severe. Interrogation of mitral valve anatomy is extremely limited, and confined to a single acquired cardiac cycle at 0°. Based on this image, it is not possible t distinguish artifact owing to off-axis imaging from leaflet prolapse or a mass associated with the bioprosthesis. The presence of a central and non-eccentric mr jet argues against leaflet prolapse; and the absence of a visible mass on valve inspection argues against a mass; suggesting that the visualized extra density likely is artifact.